Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the overpouch after the distal end tubing came off. The pump was filled with flucloxacillin 8000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 6/1/2017 ¿ 6/2/2017. The sample was received for evaluation. Visual inspection found fluid inside the overpouch that contains the unit, which indicates that a leak has occurred. The reported issue was verified. Further inspection reveals the cause of leak inside the overpouch was due to broken tubing at the solvent-bonded junction of the luer. Portion of the broken tubing remained inside the solvent-bonded area of the luer. The cause of the broken tubing could not be determined during the sample analysis. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.